Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ vacutainer¿ multi-sample needles 22g x 1.5" were discolored (black). This was observed before use and there was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for discoloration of the needle tip with the incident lot was not observed. Additionally, evaluation of the customer samples was performed and discoloration was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Based on evaluation of the customer samples and photos, the customer¿s indicated failure mode for discoloration of the needle tip with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.